Manufacturer narrative:
Section d4, h3, h4: additional information; section g3: correction; manufacturer's investigation conclusion: incidental findings: evaluation of (B)(6), revealed an incidental finding of superficial damage to the outer silicone jacket of the patient¿s driveline. Evaluation of the driveline from heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal wire damage that would have contributed to the low speed operation and pump stops that were captured within the submitted log file. A direct correlation between the device and the reported cardiac arrest and patient outcome could not be conclusively determined. (B)(6), was returned assembled with the driveline intact. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned attached to the pump. The sealed outflow graft, outflow graft bend relief, and bend relief collar were returned attached to the pump. The pump appeared to have been exposed to a fixative agent at explant (e.g. Formalin). The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The driveline was disassembled, and examination of the underlying wires with hi-pot testing revealed breaches in the insulation of the black wire approximately 0.5 inches from the pump housing, red wire approximately 1 inch from the pump housing, and orange wire approximately 0.75 inches from the pump housing. All areas of wire insulation damage appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in these locations. The remaining wires of the returned driveline were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The pump stops while operating on 14v batteries that were confirmed through the submitted log file would have occurred when the exposed conductors from the black wire and either of the red or orange wires made contact with each other or simultaneous contact with the metal braided shield, resulting in a phase-to-phase short. This same type of short could also have occurred on a power module with an ungrounded patient cable. If the patient was operating on the power module on a grounded patient cable, the abnormal pump operation would have occurred if any of the exposed conductors from the black, red, or orange wires made contact with the metal braided shield. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2014. The heartmate ii lvas instructions for use (IFU) and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a witnessed cardiac arrest on (B)(6) 2020 and expired. On interrogation history dates back to (B)(6) 2020 which was uneventful until what appears to be a pump off event at 15:14 on (B)(6) 2020 of unknown cause. Time of death was 16:24 on (B)(6) 2020. Log file analysis captured 29 pump stops and 13 low speed advisories occurring intermittent on (B)(6) 2020. Speed drops were as low as 0 rpm. The last recorded event in the log is a pump stop event/red heart alarm on (B)(6) 2020 @ 4:19:24pm.